Manufacturer narrative:
Device not returned.

Event description:
Reportedly, this valve was explanted at implant due to unknown reason. Another 6900p put in its place with out further issues. No further information provided.